Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing, which is believe to be caused by noise. This device is under advisory and this physician performed all the appropriate maneuvers to verify mechanical integrity. All the electrical measurements and trends were stable and constant. No evidence of noise or oversensing during the isometric testings that the physician performed during follow-up. There was one episode with possible noise on both the channels that will be evaluated by bsc technical services (ts) as soon as the save to disk is received. Subsequently, bsc ts reviewed the save to disk and indicated there was no clear noise matching the description. There was one episode which has some artifact, but all diagnostics show stable impedances, and the only ventricular fibrillation episodes appear to be appropriately treated. Bsc ts also indicated after reviewing the save to disk no device faults or resets were seen, and since this device had normal impedance measurements, a header issue could be ruled out. According to bsc ts, this device appears to be functioning normally. There were no adverse patient effects reported.

Manufacturer narrative:
More recently, boston scientific technical services (bsc ts) received some printouts and pictures to be analyzed. Bsc ts discussed that there were out of range pacing impedance measurements, increased thresholds and noise on the right ventricular (rv) channel. There was some near field sensing observed on the left ventricular (lv) channel, and possibly some far field sensing on the rv channel. An unusual morphology signal was preceded by a crosstalk signal from the atrial pace. The shock channel was noted as being free from noise. There was no pacing inhibition observed from the printouts provided bsc ts. It was noted that from the information received and the analysis performed that there could be a possible lead issue, connection issue, and/or the device was affected by the subpectoral implant advisory. This device was recently explanted and replaced. During the replacement procedure, the rv lead was assessed before disconnecting it from the device, and all measurements were within normal range. This ruled out a lead connection issue. Also, an x-ray indicated no lead fracture. This device will be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not confirm the initial allegations of out of range impedance measurements, high thresholds and noise.